Event description:
A review of service data has detected a reportable event. During servicing of electrode belt sn (B)(4), which was returned for normal maintenance, bent pins were discovered in the trunk cable connector. The last pt to use this electrode belt did not report any problems.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval pins in the electrode belt's trunk cable connector were bent. The root cause for the bent pins was unable to be positively identified, but was likely caused by excessive force as the belt was mated with the monitor. No adverse event occurred due to the bent pins in the electrode belt trunk cable connector. The last pt to use this electrode belt did not report any problems.